Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device shut down during a morphine infusion. The nurse stated that prior to leaving for the evening the device was turned on when last checked an hour previously. The oncoming nurse noted that the morphine was turned off and the patient appeared to be "more awake." There was no report of patient harm. Although requested, no additional information about the patient, medication, or event was provided.

Manufacturer narrative:
The reported issue that the device shutdown during a morphine infusion could not be confirmed. Physical inspection noted the device to be in good condition. The pcu logs were not returned. The pcu has the detailed system information and keypress programming that would identify the drug being infused if the guardrails drug library was utilized. It would also provide information on the status of the power such as ac connected or running on main battery power. Analysis of the syringe pump module event log recorded incident of the device infusing and then followed with a power on event with no prior recording of the device being turned off. Testing was performed and found no existing device malfunctions. The root cause for the customer¿s reported experience was not identified.

Event description:
Reportedly there was a communication error which included the codes of 357.4040 & 353.7200.